Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that at the opening of the implantable neurostimulator (ins) packaging, the physician found a roughness. The ins was never implanted because the physician was not sure that the ins was good for the surgery. The ins was replaced. The issue was resolved at the time of this report. If additional information is received, a follow up report will be sent.